Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative (rep) reported patient felt a "surge" of stim when using the lzr ultrabright device. Caller described the device as being a laser/red light therapy device. Caller inquired about compatibility. Agent reviewed compatibility for both devices (lzr ultrabright and neurospa [neuropathy stimulator]). Agent suggested also reaching out to both manufacturers. Caller said they would reach out to the patient and wife (caregiver) and review this information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause was unknown. They instructed patient not to place device directly over spinal cord stimulation system. Additionally, suggested patient turn stimulation off while other device was in use. Unknown if the issue is resolved. They followed up with the patient but have not received a response.